Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device had scratched screen, broken battery tube threads, and cracked reservoir tube.

Event description:
It was reported that the customer's insulin pump alarmed while priming and insulin was shooting out everywhere. The blood glucose reading was 215mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.